Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to defective board. It was also found that lamp error e105 occurred due to led unit failure. In addition, light intensity was low due to defective led unit the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the routine inspection by customer, the front panel display was not working however olympus logo was displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. It was presumed tha the front panel display failed due to board failure. Error e105 indicates an abnormality in fog free function. Whether e105 was due to the subject device or endoscope could not be identified. It was presumed that light intensity was low due to defective led unit.